Manufacturer narrative:
Additional d10 the damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during an implant procedure, the lead had a high and out of range pacing impedance. A broken insulation layer was also noted. A new lead was used instead. Patient was recovering.